Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy using our powered 60 stapler. They had fired a green reload with a seam guard on the stomach. When the reload was taken off and cleaned off, he was not able to reload another green reload. It seemed like the knife blade was not fully retracted, and the cartridge would not fully seat. The device was removed from the field. Another plee60a was opened and used to complete the case. There was no delay in event. Procedure was successfully completed. No fragments were generated. No patient consequences.